Event description:
This is to inform you that merit medical systems, inc is voluntarily conducting a recall of specific lots of fountain catheters manufactured by merit medical systems, inc. Please note that there has been one adverse event reported that is associated with this recall; please refer to MDR 1721504-2008-00030.

Manufacturer narrative:
Evaluation: conclusions - other: merit has discovered that a limited number of 4f fountain catheters were packaged with occluding wires that were too long for the catheter. An occluding wire that is too long for the catheter with which it will be used will not occlude the catheter appropriately, allowing the wire to exit, the tip of the catheter further than intended. This may pose a potential risk of pt injury. On may 13, 2008, merit determined that a recall is necessary to prevent unreasonable risk to public health. All subsequent investigation results will be submitted to the FDA in accordance with statutory product retrieval reporting requirements.